Event description:
On (B)(6) 2014, the distributor reported the following event: the lock opened twice after surgery and the surgeon had to re-lock the device. In spite of using a bandage, blood was coming out of the wound and the device could not be closed properly. On the fifth day after surgery, the glue became ineffective and the device started to lift from the skin. The surgeon removed the device and closed the incision with staples.

Manufacturer narrative:
Additional information provided by the distributor: this was the first usage of the zip device by the surgeon. The event may have occurred due to technical operative knowledge or the patient's improper care. Zipline requested additional information regarding usage of the device and the patient post-operative care. The information provided was inconclusive. The device was not returned for evaluation, so it could not be determined if the adhesive, locks or straps failed to meet specifications. A review of the final device history record did not identify any issues that correlated to the event.